Event description:
Case aborted with device unable to be placed. During impella cp pump support, the patient experienced a failure to advance 14 fr sheath. Clinical stated they were unable to advance impella sheath. Case was aborted and an impella 5.5 was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.